Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the electrode was apparently missing. The customer's blood glucose reading was unknown. The customer stated that the sensor appeared either bent, retracted, or damaged. The customer was sent a replacement sensor. No further details were provided.